Event description:
A nurse reported that a vitrectomy probe couldn't aspirate and cut before retinal detachment surgery on the patient's right eye. The surgery was completed on the same day after replacing the pack with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration, and nonconforming for cut. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks observed at the bent area. Two rings were visually inspected for silicone on ring and found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming for aspiration and the complaint evaluation confirms the probe had a cut failure. The exact root cause of the cut failure cannot be determined from the evaluation performed; however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation was initiated related to the probe cut failure. No action was taken as the returned probe was functionally conforming for aspiration. However, a non-conformance record has been completed in relation to the related non-conformance identified within the non-conformance review. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).